Event description:
Hosp alleged that a pt had expired on the bed and when they found the pt, the pt's head was between the mattress and the siderail. (Zone 3 entrapment) the mattress on the bed at the time of the incident was not a hill-rom prod but a sentech stage 4 millenium 3. When the hill-rom tech arrived at the facility, he found that the sentech air mattress, which was rented thru (B)(4), was already picked up and not on the bed. He inspected the bed including side rails and found everything to be in good working condition. The account refused to supply any more info.